Event description:
The patient reported that about 10 days ago, it seemed that the infusion device was not delivering the basal rate properly. She stated that she changed the battery, infusion site, and tubing and she was not able to resolve the issue. She stated that placement of the infusion device affected insulin delivery. For example, the infusion device was placed close to her feet and the programmed bolus was not delivered. When she moved the pump closer to her chest, she required an extra bolus to cover the one not delivered and the infusion device delivered the newly programmed bolus along with the missed bolus. Her blood glucose was as elevated as 600 mg/dl as a result. Her normal blood glucose level is 115-120 mg/dl. She switched to her backup infusion device. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.